Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 435 mg/dl, 217 mg/dl, and 167 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during priming. The hp confirmed she was not connected. The technical service representative (tsr) instructed the hp to push the spike in to the heater bag and the supply bag. The hp stated the heater line fell out of the heater bag. The tsr advised the hp to start over with all new supplies as the disconnected heater line was no longer sterile. The hp confirmed to start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). On (B)(6) 2010, baxter product surveillance spoke with the home patient (hp) who stated this event was an isolated incident and she is doing fine with her therapy. The hp stated she has not had any further issues or need to call baxter for any technical support. The hp stated she does not recall anything unusual regarding product nor does she recall any error of her own. The hp confirmed no adverse event resulted from this incident. Sample/lot information are not available. This complaint was not confirmed in the lab due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.